Manufacturer narrative:
(4109/213) the review of historical data indicated that no other complaint was reported for the same sterilization lot number 22g14. (3331/3233) a review of the device history records is ongoing, results are pending. (10/3233) the product is available for investigation and was returned to intervascular on 12 may 2026 for examination. The results are pending analysis by quality assurance team. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that during the routine pre-op check, a minor surface irregularity (slight fraying) was noted on the product. As a precaution, they switched to another unit available on-site. The procedure proceeded as planned with no impact on the patient or surgery schedule. The original unit is kept for collection. Complaint # (B)(4)